Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 19085308, medical device expiration date: 2022-08-05, device manufacture date: 2019-08-02. Medical device lot #: 20056267, medical device expiration date: 2023-05-18, device manufacture date: 2020-05-14. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the 1 as lvp 20d 3ss 0.2m cv from lot 19085308, and 1 set from lot 20056267 leaked. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "hey wanted to give you a heads up that we found 2 more leaking tpn tubing today."